Manufacturer narrative:
(B)(4). Date sent: 09/10/2025. D4: batch #497d86. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced the knife reverse switch was activated and the knife returned to the home position as expected. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. As part of ethicon endo surgery's quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device pve35a with lot number a97n50; and no non-conformances were identified. Device history review: a manufacturing record evaluation was performed for the finished device batch number 497d86, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales reps who was in the case that, the staple wouldn't fire, and there was difficulty opening the stapler, along with a problem with reloading. We also assisted the staff in opening the jaws. There were no patient adverse event. Device is available for return.